Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Tubing was successfully primed. An infusion run was conducted at a rate of 125 ml/hr for 1 hour using pump dchu-0010 and pump module dchu-0013. Run was completed without any issues. No ballooning was found when opening up pump chamber. The customer complaint that the IV tube pumping segment began ballooning could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ IV tubing was ballooning. The following information was provided by the initial reporter: material #: unknown . Batch/ lot #: unknown. It was reported that the IV tube pumping segment began ballooning. Verbatim: d5 & sodium cloride fluid bag spiked- with IV tubing. - she observed the tubing issue and immediately removed the tubing from the device and replaced it with new IV tubing. The IV tubing was sequestered and bagged for me to send to customer complaint. - the defected IV tubing with fluid bag attached was removed from the device and replaced with new IV tubing. - bedside nurse noted ballooning section on IV tubing pumping segment and immediately removed the tubing from the device.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV tubing was ballooning. The following information was provided by the initial reporter: material #: unknown , batch/ lot #: unknown. It was reported that the IV tube pumping segment began ballooning. Verbatim: d5 & sodium cloride fluid bag spiked- with IV tubing. She observed the tubing issue and immediately removed the tubing from the device and replaced it with new IV tubing. The IV tubing was sequestered and bagged for me to send to customer complaint. The defected IV tubing with fluid bag attached was removed from the device and replaced with new IV tubing. Bedside nurse noted ballooning section on IV tubing pumping segment and immediately removed the tubing from the device.